Manufacturer narrative:
(B)(4): the customer called the philips response center (rc) to report that the device had failed the user initiated operational check (opcheck) and the device ready for use indicator (rfu) was displaying red x. There was no pt involvement. The customer requested philips bench repair. No other symptom info was provided. The philips (bench) customer repair center (crc) clarified that the device was intermittently failing the pacer test segment of the opcheck. The philips customer repair center (crc) evaluated the device and confirmed the stated problem. The crc found multiple related entries in the device status log, and determined the cause of this pacer testing malfunction to be the therapy pca. The crc replaced the therapy pca to resolve this malfunction. The device passed operational performance assurance testing and was returned to the customer. This complaint does not indicate the presence of a systemic problem or emerging issue. No further communication was requested and no further communication is indicated.

Event description:
The customer called the philips response center (rc) to report that the device had failed the user initiated operational check (opcheck) and the device ready for use indicator (rfu) was displaying red x. There was no pt involvement.